Manufacturer narrative:
It was reported that the device "product stopped working/aerolizing meds". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Product stopped working/aerolizing meds.